Event description:
It was reported that the patient has been experiencing an increase in seizures and needed to have the generator replaced due to the battery being critically low. The patient underwent generator replacement. The implant card was received which indicated that the generator was replaced prophylactically and was neos - no. Attempts to obtain additional relevant information have been unsuccessful to date. The explanted generator has not been received for analysis to date.

Event description:
Additional information was received stating that the vns patient did not have any medication changes or any other factors that may have caused or contributed to the event. The relationship of the increase in seizures to pre-vns baseline levels is unknown.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.